Manufacturer narrative:
Investigation included technical troubleshooting with stepwise component replacement and verification of priming and drop formation. Investigation of this case revealed that the initial cartridge¿connector interface was not achieving a secure lock until the supplies were replaced, after which normal operation resumed. It was concluded that the event was consistent with a component compatibility or assembly issue resolved by replacing the cartridge, connector, and infusion set, with no device alarms and no medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the pump connector would not attach to the cartridge and the user subsequently received an ¿unable to proceed¿ message; after guided troubleshooting, attachment succeeded only with new supplies and the user was able to prime and obtain drops. Symptoms included hyperglycemia with a blood glucose of 328 mg/dl associated with prolonged disconnection during the supply change. Outcomes included transient loss of insulin delivery and elevated glucose that returned to range after successful replacement of supplies.